Event description:
Caller reported that the indicated battery charge on their device dropped 65% in a short period while charging. There was no adverse impact to the customer¿s blood glucose level. Customer received a new charging kit, after which the pump charged normally.